Event description:
Additional information received from the company representative indicated that the pump pocket was revised yesterday as it was sutured down, and the catheter was checked and patent. The issue was resolved.

Manufacturer narrative:
Previous supplemental regulatory report was sent with an erroneous aware date of (B)(6) 2021, however the correct aware date is (B)(6) 2022. This report is being sent to reflect the accurate date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the pump pocket was revised yesterday as it was sutured down, and the catheter was checked and patent. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (5 mg/ml at 0.7 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient reported declining efficacy at last refill in (B)(6) and the hcp noted the pump was flipped at last refill. The hcp manipulated pump to fill it then. The hcp noted 12 mls in pump when 4 was expected. Today ((B)(6) 2021 ) the hcp wanted to do dye study to assess catheter. The pump was again flipped on (B)(6) 2021, but the hcp was able to flip it back and aspirated the catheter normally. The patient had a normal dye study on (B)(6) 2021. The hcp planned to revise the pocket in event that pump is flipping causing an intermittent kink.  There were no none factors that may have led or contributed to the issue.  Diagnostics/troubleshooting including a dye study.  Surgical intervention did not occur, but was planned, but not yet scheduled.  It was noted that the issue was not resolved at time of report. The patient's status at time of reported was alive- no injury.  The patient's medical history included chronic pain.  The event date was (B)(6) 2021.